Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. The analyst noted that elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2013, prior to explant. Ramware version 3 was installed on (B)(6) 2011. This device was included in that field action, and returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
The device was explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.